Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent episodes of noise. The noise was not reproducible with isometrics. The physician elected to replace the rv lead with a conduction system pacing lead. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.